Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes keto acidosis and pancreatitis, pneumonia on (B)(6) 2018 with blood glucose of 1200 mg/dl. The customer's current blood glucose is 583 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by insulin in intravenous and lots of fluids. Customer also reported the other blood glucose was 399 mg/dl, 279 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer also assisted with high pressure test and no delivery alarm was found. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.